Event description:
Case was a 2 level acdf on an average female patient. Surgeon was using a 28mm 2 level skyline plate with 14mm self drilling screws. One of the screws did not have good purchase, so an oversize screw was inserted after the regular screw was removed. The oversize screw did not have the purchase surgeon wanted, so he tried to remove the oversize screw. The oversize screw simply spun in the bone, it would not back out. Self retaining screwdrivers and easy outs were tried to get the screw out, to no avail. Surgeon decided to remove all other screws and remove the plate and oversize screw as one unit. The plate with re-inserted with oversize screws in all screw holes except the one that did not have great purchase. He left that hole empty. The patient lost in excess of 500 ml of blood. The patient was doing well after the case with no adverse outcome as a result of this situation.

Manufacturer narrative:
Screw was returned and it was not possible to read to the lot number on the screw head due to displaced metal from tightening / loosening. The hex lobe is stripped out at this time. A dimensional inspection of key attributes found the screw met specification and no anomalies were found. The surgeon considered the amount of blood loss was due to the patient's anatomy in combination with the delay to the case. No definitive conclusions can be made at this time as to why the screw stripped out.